Event description:
Caller reported a cgm error 42 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset instructions, but the error persisted, so a replacement pump was sent. The customer was instructed to return the faulty pump to tandem using a pre-paid label, and to program their pump settings and connect their cgm to the new pump. The customer acknowledged understanding all instructions and did not choose to have a signature required for delivery.